Event description:
Graft exhibited weeping through wall of body of the graft after anastomosis. The weeping was exhibited throughout the entire length of the graft. Not the suture lines. Pt experienced blood loss.